Event description:
Elderly confused female pulled on foley catheter and the catheter broke in 2 pieces with pt retaining approx 10 inches of the catheter. The catheter was later expelled intact in commode. Dates of use: 2008. Diagnosis: incontinent patient.